Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial#: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing back spasms whether stimulator was on or off. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.